Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to contact support if issues reoccur.